Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus high-definition lcd monitor was failing to power up during preparation for a diagnostic procedure. According to the initial reporter the intended procedure was completed using a similar device. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no power to the unit during the device return testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.